Manufacturer narrative:
The device was evaluated and the reported event was confirmed. The device was scrapped at the manufacturer.

Event description:
It was reported that the interpulse handpiece with coaxial high flow tip fell apart mid-shaft during testing. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received by manufacturer.

Event description:
It was reported that the interpulse handpiece with coaxial high flow tip fell apart mid-shaft during testing. There was no patient involvement, and there were no user injuries or adverse consequences.